Event description:
It was reported that after connecting the swan-ganz catheter to the sheath, blood was noticed leaking from the blue connector on the sheath. Additional information received 01/23/09 stated the sheath was exchanged with no complications to the pt.

Manufacturer narrative:
(B) (4)